Manufacturer narrative:
A promus select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage struts found to be bunched. The stent was also found to be moved distally along the balloon. The outer diameter of the stent could not be measured due to the stent movement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 29mar2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 38 x 3.00mm, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery with an acute bend between 45 and 90 degrees. Following predilatation with a non-boston scientific balloon catheter, a 38 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage and the stent moved on the balloon.